Event description:
It was reported that the ventilator does not keep the peep (positive end expiratory pressure). The patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage tests during pre-use check. No service was requested by the user facility. We did not received any information about how the problem was solved. No logs were provided and no parts were returned for investigation. Due to lack of information, the root cause of the reported event can not be found. H3 other text: 4119.

Event description:
Manufacturer's ref#: (B)(4).